Event description:
It was reported on (B)(6) 2012, that one of the physician's handheld programming systems would no longer hold a charge. Trouble shooting was performed and it was verified the handheld had been charging for a sufficient amount of time and the power cord was working with a different handheld device. The physician stores the handheld in a desk drawer in his office and no mishandling was suspected. The programming system has not been returned to the manufacturer to date.

Event description:
The product information was provided on (B)(6) 2012. The handheld and flashcard were returned on (B)(6) 2012. Product analysis has since been completed. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was also performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.